Event description:
It was reported that the patient complained of hip pain. A revision was done and it was observed the patient had a loose acetabular component with articulate debris in the area of the prosthetic bone surface. The debris resembled fragment bone.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.